Event description:
Customer reported system output exceeds 20r/min. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and adjusted the available ma in hlf mode. System operates as intended.